Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to noise with oversensing. Further evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to noise with oversensing. Further evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock due to noise with oversensing. Further evaluation was recommended. This crt-d system remains in service. No additional adverse patient effects were reported. Additional information received reported that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted and replaced. No additional adverse patient effects were reported.